Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, when the physician was maneuvering the sheath a leak between the tube of the sheath and the three-way stopcock was observed. The procedure was able to be completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Bin files showed ten injections were performed with balloon catheter without any issues or system notices. Upon visual inspection of the flexcath sheath (B)(6) results showed the device was intact with no apparent issues. Air aspiration was reproduced when a test arctic front catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking. In conclusion, the reported issue (leak between the tube of the sheath and the three-way stopcock) has not been confirmed through testing. The flexcath sheath failed the returned product inspection due to a leaking hemostatic valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.